Event description:
It was reported that during the implant procedure, the lead exhibited unacceptable thresholds. The lead was not used and a new lead was implanted. The patients condition was good post procedure.

Manufacturer narrative:
UDI (di): (B)(4). Device evaluation anticipated, but not yet begun.